Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis showed that the safety software of the device detected a deviation within the electronic system and initiated a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings.

Event description:
It was reported that the savina had failed during operation. The device failure immediately led to a reset of the ventilation unit. No injury reported.